Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mother reported via phone call that they experienced high blood glucose level of 427 mg/dl. The customer mother did not report any symptoms customer was experiencing or what customer's blood glucose value was at the time of the call. Customer mother did not report when the high blood glucose levels began on or if they contact their healthcare professional. Customer declined to troubleshoot for high readings. The product was not returned for analysis.